Manufacturer narrative:
The ipg and proximal portion of the csl were received at cvrx for analysis. Scratches were visually observed on the ipg consistent with explant damage. Damage consistent with explant was observed on the proximal portion of the csl. No damage was seen that would be associated with an infection. At the conclusion of device analysis, the reported event was unable to be confirmed. Per the report of the physician, the barostim device shared a pocket with an infected pacemaker system. The device history and sterilization record for this device serial number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. Bioburden, pyrogen, lal, and cleanroom cae testing results were below control limits for the quarter the ipg was manufactured. The device met material, assembly, and quality control requirements. Cvrx ID# (B)(4)

Event description:
A barostim system was implanted on (B)(6) 2022 and had pacemaker replacement on (B)(6) 2025. As of (B)(6) 2025, the patient's pacemaker system was infected. It was noted the barostim device was also possibly infected as two right-sided pacing leads shared the ipg pocket. The patient had the ipg and csl explanted on (B)(6) 2025. As of (B)(6) 2026, the patient had had an ICD implanted since the explant, had their antibiotics discontinued, and were doing well.